Manufacturer narrative:
(B)(4). G2: literature - day, j., fletcher, a. N., motsay, m., manchester, m., arthur, m., zhang, z., & schon, l. C. (2025). Outcomes of transfibular total ankle arthroplasty. Journal of bone and joint surgery, 107(12), e61. Https://doi.org/10.2106/jbjs.24.00983. Multiple MDR reports were filed for this event. Please see the associated reports referenced with applicable concomitant products below in the d10 narrative. D10: concomitant medical products, part (lot) -unknown tibial(unknown) -unknown bearing(unknown). The customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The reported event is not confirmed. Review of the reported event by a health care professional found: heterotopic ossification (ho) is the abnormal and rapid growth of bone that forms within soft tissue as the result of heredity, trauma, surgical history, or diseases of a joint. The rapid and irregular growth of bone often causes a sharp or jutted structure to form, which can result in pain and irritation to the surrounding tissues, or the patient can remain asymptomatic. Radiation or nonsteroidal anti-inflammatory medications are often provided to prevent ho formation. The only treatment, if necessary, is surgical excision or shaving/smoothing out the excess bone. As timeframes of onset differ due to individual contributing factors, a specific timeframe of expected occurrence cannot be established. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. This is a limited investigation, a review of the device history record and complaint history review will not be completed for limited investigation complaints as the product meets the applicable acceptance criteria. Additionally, part and lot/serial identification are necessary for review of device history records and a complaint history review, neither were provided. Attempts have been made to gather all product identification information and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported from a journal article that a patient received a total ankle arthroplasty. Subsequently, the patient underwent medial gutter debridement with retention of components approximately twelve (12) months post implantation due to heterotopic ossification and gutter impingement. It was reported that no further information is available.